Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
The device associated with this report was not returned. Review of the device history records did not reveal any related manufacturing deviations or anomalies. The investigation has also determined the liner product code is now obsolete. Although unavailable for evaluation, it would not be unreasonable to expect poly material wear after the length of time implanted. Based on the investigation, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should the product or additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Event description:
Patient was revisded to address dislocation. Poly wear and osteolysis noted intra-operatively. Doi: (B)(6) 1993 - dor: (B)(6) 2011.

Event description:
Patient was revised to address dislocation.